Event description:
It was reported that the right ventricular (rv) lead had high thresholds and the device lasted less than 2 years. The lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, lead, implanted: (B)(6) 2005. (B)(4).